Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Additionally it was reported that the customer experienced an elevated blood glucose (bg) level above 500 mg/dl with high ketones. A correction bolus was administered and pump supply change was completed to address elevated bg. Customer alleged that the pump was not delivering insulin as intended. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.